Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that there were episodes of atrial lead noise some noise was reproducible; the device was reprogrammed.